Manufacturer narrative:
In (B)(4) database case ID (B)(4) has been created for this report.

Event description:
This is spontaneous report received from a (B)(6) -year-old female consumer on (B)(6) 2018, who used col tb wave zigzag and experienced bristles fell out while brushing her teeth and got stuck in her throat which caused her to gag and vomit and went to a prompt care to remove the bristle from her throat. There was no relevant medical history provided. On an unspecified date in (B)(6) 2018, consumer started using col tb wave zigzag (lot no 3147e) once daily that she got from her dentist. Consumer stated that she only used the toothbrush twice. Consumer reported that some of the bristles fell out in her mouth the first time she used it. The second time she used the col tb wave zigzag toothbrush more bristles fell out and got lodged in her throat and caused her to gag and vomit. Consumer reported that she had to go to a prompt care to have the bristle in her throat removed. Consumer was not prescribed any treatment medication. On an unspecified date in (B)(6) 2018, consumer discontinued using col tb wave zigzag. At the time of this report, consumer had recovered from the events.